Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the analyzer was analyzed and no anomalies were found. The analyzer cable returned with the analyzer had bent pins.

Event description:
It was reported the atrial portion of the analyzer does not have any output or sensing. No patient complications were reported as a result of this event.